Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) malfunctioned. "No trigger" message was present. There was patient involvement, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the occurrence via device logs, but was unable to duplicate the problem. The fse confirmed ECG and bp readings are correct using a patient simulator. No parts were replaced. The unit passed all functional and safety tests per manufacturer specifications and it was released back to customer.